Event description:
It was initially reported on (B)(6) 2011 that patient had experienced a change in symptoms including change in gait, difficulty walking, drowsiness, increased baseline spasticity, leg weakness, motor weakness, pruritus, fluid retention, increased spasms and tone, flushing of face, some shortness of breath, legs very heavy. It was stated that these symptoms were since pump implant in (B)(6) 2011; another manufacturer's catheter was also implanted as the patient had had "several catheter issues". As of the date of this report it was stated that the device was removed/replaced. It was stated that since implant the therapy was effective with dose titration. It was stated that at next refill they used compounded baclofen. Patient symptoms returned and then they switched to lioresal 500mcgs around 200mcgs/day. Symptoms got slightly better but not all the way, meaning her face was flushed and she was still stiff. She was admitted and switched to lioresal 2000mcgs and titrated dose. According to the healthcare provider (hcp) patient was better but he was not aware of hospitalization. On (B)(6)-2012, patient was readmitted and her mother reported of therapy not effective, patient was still spastic. The mother reportedly told the hcp that pump was recalled. The system was taken out and a new system was placed on (B)(6)-2012 and lioresal 2000mcgs was infused at a dose of 100mcgs. Patient was discharged and went for rehabilitation where she was titrated and did well.

Manufacturer narrative:
Catheter model: 8578, lot# n245506005, implanted: 2011-(B)(6), explanted: unk. (B)(4).